Event description:
During sculpting, surgeon noted 6 or 7 metal flakes coming out of the phaco port. All tubing, phaco tip and handpiece were switched out for new. All metal shavings were aspirated without complications.